Event description:
The facility representative reported code 403. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of patient injury or medical intervention.